Event description:
The device was returned for analysis after being explanted for battery depletion. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.